Manufacturer narrative:
Section a2 (date of birth), a3b, a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as the device was not implanted. Section d6b: if explanted, give date: not applicable as the device was not implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a preloaded lens could not be advanced due to a curved or damaged cartridge tip. The lens was subsequently discarded. The issue was identified during the implantation process, with only the cartridge tip in contact with the patient's left eye (os). The patient fully recovered, and no daily activities were affected. There was no unplanned incision enlargement, sutures, vitrectomy, or procedure delay. The customer confirmed that the directions for use were followed. No additional medical attention or medication outside of standard care was required. No further information was provided.